Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred when the customer was performing a neurovascular procedure which was delayed by 20 min and completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the image space was low. A review of the system log file showed malfunctioning of the frontal ip-pc. Upon functional testing, fse confirmed that both frontal and lateral ippc need replacement. A part analysis of both ippc was performed, and it concluded that there was a cmos battery issue for one ippc and for the other ippc there was no failure detected. To resolve the issue fse replaced both the ippcs, os disk and image storage and reloaded software on the new hard drive also recreated image storage. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system is popping up the error message ¿image space low, delete images¿, which can affect imaging. The device was in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the fontal and lateral image processing computers and both image storage disks, which resolved the issue. The device was returned to use in good working order.